Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: 3.2mm trocar was received at us cq. Upon visual inspection at cq, it is observed that the device was bent. The rest of the device shows normal wear which would not impact the functionality of the device. Dimensional inspection: dimensional inspection of the device was performed at cq. The external diameter of the device was measured and is within specification as per the drawing. Functional inspection: functional inspection of the device was performed at cq. It is observed there is some resistance while inserting the device into the 3.2mm wire guide sleeve due to the bent portion of the device. Thus, the reported complaint is confirmed. Document/ specification review: the relevant drawings were reviewed during the investigation. No design issues or discrepancies were noted during the investigation. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. The complaint is being confirmed, as the device was bent and facing some resistance during interaction with the mating device. While a definitive root cause cannot be determined, it is possible that the device might have encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.037.019, lot: 9327594, manufacturing site: bettlach, release to warehouse date: 24 april 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, when threading the buttress/compression nut along the blade/screw guide sleeve, there was a point of resistance where the nut does not turn easily. The inner trocar and wire sleeve/wire guide sleeve also did not slide easily into each other when assembling the devices. There was no surgical procedure or no patient involvement. This report is for one (1) 3.2mm trocar. This is report 3 of 4 for (B)(4).